Event description:
A customer in (B)(6) contacted biomérieux to report the occurrence of misidentification of burkholderia cepacia (from a respiratory sample) as pasteurella multocida in association with the vitek® 2 gn ID test kit. The customer stated there was no delay in treatment nor adverse impact to the patient state of health due to the discrepant result. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Corrected data: this event was initially reported when a customer in (B)(6) contacted biomérieux to report the occurrence of a misidentification in association with the vitek® 2 gn ID test kit. The original report stated that the isolate was burkholderia cepacia (from a respiratory sample) and vitek 2 misidentified it as pasteurella multocida. Further information and lab reports were received from the customer. The isolate was confirmed to be pasteurella multocida, and vitek 2 had provided a misidentification of burkholderia pseudomallei. Additional information: an internal biomérieux investigation was performed using the isolate and cards submitted by the customer. The intended result to pasteurella multocida was confirmed on vitek® ms v3 (kb v3.0). The reproducibility testing on vitek 2 gn cards from cba (cos bmx) subculture was performed on the customer lot 2410350103 (cl) and a random lot 2410328203 (rl) . The testing gave a very good identification to pasteurella multocida 95% on the cl and excellent identification to pasteurella multocida 99% on the rl. The customer misidentification to burkholderia pseudomallei was not reproduced in-house. A review of the customer's burkholderia pseudomallei reactions demonstrated two atypical positive reactions (dsor and o129r) for an identification of pasteurella multocida according to the gn knowledge base. An increased number of atypical reactions can indicate contamination, mixed culture, reduced strain viability, use of non-recommended media, or other user set up errors the vitek 2 gn card performed as intended and no further action is required. Note: the labeling does recommend the user send the strain for confirmatory testing when the identification is b. Pseudomallei.